Event description:
The customer reported that the system displayed a touchscreen failure error message that could not be cleared and the system would not complete boot up. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced a blown fuse and the touch screen. The system operates as intended.